Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The analysis found that one ec60a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device opened and closed without any difficulties noted and the device was articulated and de-articulated as intended.

Event description:
It was reported that during a lung resection procedure, the device would not release nor articulate after firing. A new device was used to complete the procedure. There was no patient impact. The device will be returned for analysis.